Manufacturer narrative:
The subject device was received and evaluated . During evaluation of the returned device, it was observed that there was foreign material clogging the nozzle. Due to clogging of nozzle, water supply volume does not meet the standard value. Due to clogging of nozzle, air supply volume does not meet the standard value. The reported issue of "poor air and water supply ( air/water flow issues from the air/water flow system) " was confirmed. This condition was found to be attributed to to insufficient cleaning, handling problem. Furthermore, the following defects were identified during device inspection: due to clogging of nozzle, water removal ability does not meet the standard value. The suction cylinder was scraped with a cleaning brush (handling issue). The bending angle in up direction and play of up/down knob does not meet the standard value, due to stretched angle wire. Control unit has discoloration, scratch . C-cover (distal end cover has a scratch. Universal cord , grip has a scratch. Scope connector has a scratch. Protector of universal cord on control section side has a scratch. Switch box has a scratch. Forceps channel port is shaved. Paint on s-cylinder is peeled. Forceps elevator (fe) lever and knob has a scratch, up/down knob has scratch right/left knob has scratch. Connecting tube has a scratch with dent . Information provided on reprocessing/survey results regarding foreign matter") were noted below : the device was cleaned, disinfected, and sterilized before requesting repair. Presence of foreign material adhering to the device was not known. Pre-cleaning information: there was no delay to the start of pre-cleaning which was done properly. Water and air was supplied to the air/water nozzle. Information on manual cleaning: it is not known if the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped/brushed ,the air/water nozzles was wiped with gauze, brushed/ sponge noted unknown and sent liquid was sent to the air/water nozzle. Concerns about reprocessing, noted unknown. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported poor air and water supply ( air/water flow issues from the air/water flow system). The issue found during an unknown event. No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to foreign material clogging in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.